Manufacturer narrative:
Customer returns were not available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. The review did not identify increased complaint activity. Labeling was reviewed and found to be adequate. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, and vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. A product deficiency was not identified for this issue. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an architect ipth result of 13.2 pg/ml was generated on (B)(6) 2017 for a dialysis patient. The same patient was drawn again on (B)(6) 2017 and the architect ipth result was 135 pg/ml. The sample retested at 143.6 pg/ml. The customer inquired as to what factors can cause pth values to suddenly increase because they do not fit the clinical picture. No adverse impact to patient management was reported.